Manufacturer narrative:
(B)(4). D10: act artic e1 hip brg 28x40mm item# ep-200146 lot# 870090. Femoral stem cemented revision/calcar 12/14 neck taper size 13 170 mm stem length for cemented use only item# 00787101360 lot# 66268713. G2: report source: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a hip procedure and subsequently was revised approximately 5 years post implantation due to dislocation. The cause of the dislocation is unknown. The stem, head, and bearing were replaced. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, but a picture of the explanted head was provided. The picture shows extensive metal transfer on the articulating surface; however, a more accurate assessment cannot be performed due to the low quality of the picture. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information, the reported event cannot be confirmed, and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.